Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 45 mg/dl. The customer stated that insulin pump was not delivering right amount of bolus. Customer's blood glucose was fluctuating from high to low. High blood glucose reading was 369 which was treated by manual injection. It was unknown that customer was using auto mode feature or not. The insulin pump will not be returned for analysis.